Event description:
Patient participated in a multi-center study of treatment for 1 or 2 level degenerative disc disease between l2 and s1. Preoperative diagnosis was spondylolisthesis, degenerative. Patient was implanted with a tplif spacer at level l5s1, with pedical screws at l5 and s1. Patient was also implanted with a click-x for supplemental fixation. Patient had been experiencing pain for 276 months. Surgery date was (B)(6) 2005, and postoperatively patient developed pseudomeningocele, requiring observation. This is 7 of 8 reports for the same event.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. This report is for the locking cap used at s1. The DHR number was not provided or identified; therefore a device history record review could not be performed. The device associated with this report was not returned; therefore, an evaluation could not be performed.